Event description:
Information was received from a healthcare provider (hcp) and patient regarding an implanted infusion pump for non-malignant pain. The patient was previously used to deliver fentanyl and was currently used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient's pump went empty at the end of (B)(6) 2023. The patient was unable to find a managing healthcare provider (hcp) to fill the pump due to insurance. The patient finally found a hcp who was "doing their medication", but the hcp refused to fill the pump because they said that the pump had been "dried out" for too long. The patient also mentioned that they were in a lot of pain and thought that the catheter may have come out of their back. Per the patient, sometimes it felt like the pump was "on fire". The patient was redirected to their hcp to address the issue. Additional information received on 2024-04-29 indicated that the magnetic resonance imaging (MRI) technician asked if the pump needed to be checked post-MRI if it had been empty for over a year. Per the MRI technician, the patient's physician stopped taking their insurance last year, so "she just let the pump run out" and had not been back.

Manufacturer narrative:
Continuation of d10: product ID 8780 , serial# (B)(6), product type catheter. Product ID 8782 , serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-oct-2019, UDI#: (B)(4) ; product ID: 8782, serial/lot #: (B)(6), ubd: 04-jun-2023, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.